Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump shuts down and had to reset the date. Customer's blood glucose level was unknown. Customer reported that insulin pump had crack and the batteries were died quickly. Insulin pump will not be returned for analysis.